Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. Two years after the procedure, the patient is experiencing mesh migration into the vagina. No further information was available.

Manufacturer narrative:
Mesh exposure occurred - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.